Event description:
It was reported that the bd syringe 5ml ll sp125 had leakage. The following information was provided by the initial reporter: material#: 309646 batch#: unknown it was reported by the customer that the 5 ml syringes that were being used were defective. They were leaking through the plunger, which would have resulted in failing the sterility test if they were sent out of the IV room for testing and use. Additionally, in two syringes we noticed metallic contaminants inside the syringes. There was one contaminant in each syringe, small and rose-gold in color. The contaminants look similar to metal shavings or glitter. I also noticed in a few of the defective syringes that the plunger appeared to be breaking off into small pieces inside the syringe. 40 syringes were thrown away during compounding due to leaking and the 2 contaminated syringes. Verbatim: the customer noticed that the 5 ml syringes that were being used were defective. They were leaking through the plunger, which would have resulted in failing the sterility test if they were sent out of the IV room for testing and use. Additionally, in two syringes we noticed metallic contaminants inside the syringes. There was one contaminant in each syringe, small and rose-gold in color. The contaminants look similar to metal shavings or glitter. I also noticed in a few of the defective syringes that the plunger appeared to be breaking off into small pieces inside the syringe. 40 syringes were thrown away during compounding due to leaking and the 2 contaminated syringes, resulting in loss of final product, (recipe makes 250 ephedrine syringes, however due to the transfer loss from transferring drug from the defective syringe to a new syringe, only 242 syringes were made), and large supply waste.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - leakage. As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.